Manufacturer narrative:
UDI = (B)(4). Visual evaluation revealed that the needle was bent at the distal end and inside the handle. In addition the sheath and needle was bent near the handle. Functional analysis revealed that the needle would not extend out of the sheath. The complaint was confirmed. It is probable that the working length and needle were kinked due to procedural/anatomical factors encountered during handling/manipulation of the device during the procedure thus the performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal end of the needle bent while attempting to penetrate the airway wall. The procedure was completed with another expect pulmonary olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no injury.